Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple inaccurate fill estimates with multiple cartridges intermittently. The customer's blood glucose reached 173 mg/dl. Reportedly, the customer's cartridges were filled with 460 units of insulin and the pump displayed 370-375. During troubleshooting with tandem technical support it was discovered the customer was not practicing the proper air removal technique. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support.